Event description:
It was reported that the attachment began overheating during a surgical procedure. The case was completed successfully using a back-up device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The attachment was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. The device was disassembled, and corrosion and debris were found in the nose of the device. Based on the investigation details, the failure was most likely caused by corrosion build up in the attachment during use. The front of the attachment has a gap between the bur pilot and the outer housing, which has the potential to allow corrosion and debris to enter the attachment. Once enough corrosion builds up in the attachment it may cause the device to not work properly or can physically bind up the attachment. The attachment was scrapped.